Event description:
It was reported that during the implant procedure, it was difficult to insert leads into the header of the pulse generator. After silicone oil was applied, the leads could be inserted into the header and the procedure was completed. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).